Event description:
It was reported that the patient had a revision on the hip implant. The reason for the revision is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Update 3 september 2015: updated hip side to right hip. Updated to legal and attached legal claim. Updated reasons for revision to include implant noise (squeak), elevated cobalt & chromium levels & metallosis. Added patient's name and date of birth, updated gender. Added primary surgery hospital. Added kennedys details as complainant. Added manufacture and expiry dates for products. Taken from new asr legal claim 2 september 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(6) .